Event description:
As reported, during delivery of a 19mm x 90mm palmaz genesis on opta pro stent delivery system (sds) through an 8f 90cm multipurpose vista brite tip guiding catheter, resistance was encountered. The sds was stuck halfway through the 8f vista brtite tip guiding catheter and the distal end of the sds could not exit the guiding catheter to reach the lesion. The operator was concerned that continued advancement could risk stent dislodgement. Difficulty was encountered when removing the palmaz genesis sds from the 8f vista brite tip guiding catheter, and both the stent delivery system and the guiding catheter were removed together. There was an indication that the stent was damaged. There was no damage to the 8f vista brite tip guiding catheter and an 8mm x 25mm palmaz genesis on opta pro sds was used as a replacement with the same 8f vista brite tip guiding catheter to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a left subclavian artery occlusion. Balloon dilation was performed prior to use of the 19m x 90mm palmaz genesis on opta pro sds. The device was stored and prepped according to the instructions for use (IFU). No difficulty was encountered while flushing the sds. There was no indication that the stent had shifted its position on the balloon, the stent did not detach or dislodge from the delivery system and remain on the balloon surface. The balloon was not expanded. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during delivery of a 19mm x 90mm palmaz genesis on opta pro stent delivery system (sds) through an 8f 90cm multipurpose vista brite tip guiding catheter, resistance was encountered. The sds was stuck halfway through the 8f vista brtite tip guiding catheter and the distal end of the sds could not exit the guiding catheter to reach the lesion. The operator was concerned that continued advancement could risk stent dislodgement. Difficulty was encountered when removing the palmaz genesis sds from the 8f vista brite tip guiding catheter, and both the stent delivery system and the guiding catheter were removed together. There was an indication that the stent was damaged. There was no damage to the 8f vista brite tip guiding catheter and an 8mm x 25mm palmaz genesis on opta pro sds was used as a replacement with the same 8f vista brite tip guiding catheter to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a left subclavian artery occlusion. Balloon dilation was performed prior to use of the 19m x 90mm palmaz genesis on opta pro sds. The device was stored and prepped according to the instructions for use (IFU). No difficulty was encountered while flushing the sds. There was no indication that the stent had shifted its position on the balloon, the stent did not detach or dislodge from the delivery system and remain on the balloon surface. The balloon was not expanded. The device was returned for evaluation. A non-sterile ¿long gen / pro 19 x 90 per 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and visually inspected. The balloon was received deflated with the stent properly mounted. The proximal struts of the stent were uplifted; however, this damage was not visible in the manage sample image. Therefore, it was determined that the damage likely occurred after the device was returned, most likely during decontamination and/or shipping. No other irregularities were noted during inspection. A functional test was performed to assess guidewire insertion and withdrawal. The device was flushed with water, and a laboratory sample guidewire was inserted into the wire lumen. The balloon was then introduced into the cannula of a laboratory sample csi french 5 via the cap. No resistance or friction was observed during guidewire insertion. The balloon was inflated, and the stent expanded as expected. Following deflation, the balloon was withdrawn from the stent without issue. The balloon was then removed from the laboratory sample csi with no resistance, friction, or other impediments. Conclusion: the insertion and withdrawal functional test was completed successfully, and no anomalies were observed. The reported ¿stent delivery system (sds) withdrawal difficulty through guide/sheath¿ and ¿stent delivery system (sds) impeded¿ could not be verified during laboratory analysis. Functional testing, including insertion and withdrawal through a laboratory sample 5f csi, was completed without resistance or difficulty. Stent expansion was performed without anomalies. The exact cause of the reported events cannot be definitively determined; however, such occurrences may be associated with procedural and in vivo factors that cannot be replicated in a laboratory setting. Difficulty advancing or withdrawing a stent delivery system may be influenced by patient anatomy, lesion characteristics (e.g., calcification), operator technique, and device selection. The device was received for decontamination with no damages noted to the stent; therefore, the reported ¿stent damaged¿ was not observed only after the decontamination process were the struts noted to be uplifted. Based on the information available for review, handling and procedural factors were likely contributing factors to the reported events as no resistance was experience during functional testing. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium. Introduction of stent delivery system: a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi hemostatic valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and hemostatic valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the hemostatic valve and csi. 4. Stent deployment: a. Keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the lesion. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the information available nor the analysis of the returned device suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action is warranted at this time.